Manufacturer narrative:
This event has been reported by the importer on MDR# (B)(4). The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported in the literature titled ¿prospective, randomized comparison of dual-lumen vs single-lumen flexible ureteroscopes in proximal ureteral and renal stone management,¿ four patients experienced unspecified clavien dindo ii post operative complication requiring emergency room treatment within 30 days of procedure. There was no report of device malfunction. Introduction: we sought to compare the safety, efficacy, efficiency, and surgeon experience during upper urinary tract stone management with single-lumen (slfu) vs dual-lumen flexible ureteroscopes (dlfu). Materials and methods: seventy-nine patients with proximal ureteral or renal stone burden < 2 cm were randomized to a slfu or dlfu. We recorded times for ureteroscopy (urs), laser lithotripsy, stone basketing, as well as intraoperative and postoperative complications. The rate of stone clearance and stone free status were calculated using CT imaging. Surgeons completed a survey after each procedure rating various metrics regarding ureteroscope performance. Results: thirty-five patients from the single-lumen group and 44 patients from the dual-lumen group had comparable median urs time (37 vs 35 minutes, p = 0.984) and basketing time (12 vs 19 minutes; p = 0.584). Median lithotripsy time was decreased in the dual-lumen group (single: 6 vs dual: 2 minutes, p = 0.017). The stone clearance rate was superior in the dual-lumen group (single: 3.7 vs dual: 7.1 mm3/min, p = 0.025). The absolute stone-free rate (sfr) was superior for the dual-lumen group (single: 26% vs dual: 48%, p = 0.045). No differences in intraoperative (single: 0% vs dual: 2%; p = 0.375) and postoperative complications (single: 7% vs dual: 11%, p = 0.474) were observed. Surgeons' ratings of the dual-lumen ureteroscope was superior for visibility, comfort, ease of use, and overall performance. The use of the dual-lumen ureteroscope in patients with renal and proximal ureteral stones < 2 cm provided shorter lithotripsy time, higher stone clearance rates, improved sfr, and superior surgeon ratings when compared with slfus. Additional information has been requested from the authoring physician. At this time,

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.